Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. It was discovered the patient¿s lead migrated. To address the issue, the physician repositioned the lead on (B)(6) 2019, resolving the issue.